Event description:
It was reported that a vns pt's generator had been found to be reset to an output current 0 ma upon interrogation. Review of the pt's programming history confirmed a burst watchdog timeout occurred on (B) (6) 2008 causing the generator to be disabled. The pt's vns was reprogrammed on (B) (6) 2008. No adverse events were reported as a result of the generator being set to 0 ma.

Manufacturer narrative:
Analysis of programming history.